Event description:
Pt underwent bilateral breast augmentation in 1987. In 04/2001 underwent bilateral explantation leaking implants. Operation was bilateral explantation leaking breast implants-left leaking; right ruptured; bilateral capsulotomy; bilateral partial capsulectomy; resection extensive silicone granulomas right breast and bilateral augmentation mammoplasty (insertion saline filled implants). Surgeon thinks they may be dow corning.